Event description:
Information was received from a patient via manufacturer representative on march 9th. It was reported that ipg is no longer sitting flat under the skin. It is now sitting at an angle and the edge of ipg seems to be irritating and creating significant pain. Patient had been using lidocaine patches to numb the skin over the ipg. This may have contributed to ongoing pressure over the skin. Patient was asked to follow up with her pain doctor. Additional information was received from the patient on (B)(6). They reported that the ins implanted at their left rear hip has been periodically shocking them at the point where the wires for the electrodes go in to the unit. The pt had been being shocked so bad that while driving they had to pull off the road and stand before it would stop. Pt also noted that the unit was turned off at the time. Patient had let the battery run completely dead. The unit has not been in "stimulation on" status for near a month now. Since turning off the device had died the pt has not had any issues. A removal was scheduled for (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on may 20th. The removal occurred on 4/29/2022 and the issue was resolved.

Manufacturer narrative:
Device analysis is pending and will be updated once analysis has been performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)/2022 and the issue was resolved.